Event description:
Allegedly the patient was revised due to mom complications (left).

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. (B)(6). This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00525, 00526, 00528.